Event description:
A hosptital alleged that an employee had developed a rash on their forearms after using caviwipes 1.

Manufacturer narrative:
No information was provided regarding the product's catalog number, lot number, or expiration date; therefore, no information was provided in this report. The employee sought medical attention with a physician assistant where she was given an antihistamine. The employee also sought medical attention with an occupational health nurse who referred her to a doctor; however, the employee has not seen the doctor. The employee symptoms had subsided after she discontinued using the product. To date, the employee is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.